Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with ver 245040 strep a test, false negative results were obtained. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter. On (B)(6) 2021 (event date) analyzer red negative when test device was inserted in other 2 analyzers red positive.

Manufacturer narrative:
The following fields were updated due to additional information:d.9. Device available for eval?: yes.d.9. Returned to manufacturer on: (B)(6) 2021h.6. Investigation: the complaint was created for discrepant result issues on the bd veritor plus analyzer (p/n (B)(6), s/n (B)(6)). The customer reported camera failure.the device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The veritor plus risk file was reviewed (see baltrm-256066-ha, rev 18.0, ID 76.1, s3). Bd quality will continue to monitor for trends related to the veritor system. The veritor plus analyzer, sn (B)(6), was returned for investigation and error 13 was confirmed. The root cause of the failure was a camera module failure. A camera malfunction can cause the analyzer to not interpret the results properly. Supplier corrective action request has been issued to the vendor for corrective actions. Based on these evidences the complaint is confirmed. Bd quality will continue to monitor for trends related to the veritor system. H3 other text : see h.10

Event description:
It was reported while testing with ver 245040 strep a test, false negative results were obtained. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter. (B)(6) 2021 (event date) analyzer red negative when test device was inserted in other 2 analyzers red positive.